Manufacturer narrative:
The device history records for the hdf-3500 device (17h00001470) this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2017. The +ve pogo-pin had failed to spring into the normal position and did not present a significant resistance when pressed. This defect would account for the ¿warning low battery¿ audio prompt issued during the reported patient involved event on the (B)(6) 2020. The device was switched on three times during the reported event. The first entry lasted only a few seconds before the device powered down. The algorithm began assessing the cardiac rhythm, during the second log entry, but the failure of the pogo-pin resulted in the device powering down before the analysis was complete. The third log entry did complete the patient analysis and as a result issued a ¿no shock advised¿ prompt. A ¿warning low battery¿ prompt was subsequently issued before the device powered down due to the pogo-pin failure. The patient presented a non-shockable organised rhythm. A similar situation was recorded within the device memory, 9 months prior to the reported event, on the (B)(6) 2019. The electrode pads were attached, and the device analysed the patient¿s heart rhythm with no shock advised. However, during the subsequent audio prompts the device suddenly powered down. This may suggest the pogo pin had failed at this time. In preparation for the next usage, the user manual recommends that the main unit is checked for damage and if any damage is found the unit is to be immediately replaced. This check may have been completed and the pogo pin damage was not noticed, or the check may have never been completed. There is further evidence of the pogo pin failure on the (B)(6) 2019. An attempt was made to power on the device which resulted in an undefined fault code (0xff) being logged. This can be caused by the device failing to complete the self-test due to the power being removed i.e. Failing pogo-pin. The undefined fault code was repeated during heartsine testing, when the device failed to power on correctly due to the pogo-pin failure. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved event. It was alleged the device played the message "warning low battery" and the power was turned off during the rescue use. After receiving CPR, the patient was transported to a hospital by an ambulance. The patient survived.